Event description:
A user facility facility administrator (fa) reported that a dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. The patient was moved and was able to proceed with treatment. Upon follow-up, the fa stated an internal dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The fa stated the blood leak was visually observed and confirmed no damage was identified on the dialyzer prior to use. Per fa the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: d1 brand name, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier (UDI), h4 device manufacture date.

Event description:
A user facility facility administrator (fa) reported that a dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. The patient was moved and was able to proceed with treatment. Upon follow-up, the fa stated an internal dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The fa stated the blood leak was visually observed and confirmed no damage was identified on the dialyzer prior to use. Per fa the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a sample was returned and subjected to a laboratory bubble point test. No leak was detected. The sample was then subjected to destructive disassembly for further visual examination. No damage or irregularities were found. During the lot history review it was noted that there was no other complaint reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) and non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) reported that a dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. The patient was moved and was able to proceed with treatment. Upon follow-up, the fa stated an internal dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The fa stated the blood leak was visually observed and confirmed no damage was identified on the dialyzer prior to use. Per fa the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 100ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.